Event description:
At 7:50 am, the customer had taken his insulin medication, 25 units of humalog, as normal. At 10:30 am, while at his eye doctor's office, the customer collapsed in a chair and became unresponsive. Wife immediately tested his blood glucose, reported a compact plus system result of 90 mg/dl. The doctor's office called an ambulance, he was transported to hospital, treated in emergency room for 2.5-3 hours. Emergency room blood glucose result, time uncertain, was 41 mg/l the customer felt better within 10 minutes of administration of IV, was released to go home. A request was made for the return of the meter and strips.